Event description:
This is an adverse event recorded on a case report form as part of the (B)(6) registry. The patient was treated with focal rfa for barrett's esophagus. Approximately six weeks after the last focal ablation, the patient reported difficulty swallowing and routine endoscopy revealed a moderate stricture which was dilated. Per the physician input to the case report form, the severity was mild, the relationship to the device and procedure was definite, and there was no device malfunction.